Event description:
The customer reported that they were having issues with the model build and the tracking system. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an over the phone eval. The rep guided the customer through reboot, start up and successful tracking to pt. The customer reports that the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.